Manufacturer narrative:
Access bio received a complaint from the international federation of red cross (ifrc) on september 20, 2022. The complaint pertained to the carestart covid-19 antigen test kits from lot ch22f01 that were supplied to ifrc on july 01, 2022. The original lot contained 100,000 tests that were shipped to ifrc. However, upon further investigation of the complaint, the number of tests implicated were only 2% of the total identified in the complaint, i.e., 2,000 that were shipped to kurmitola general hospital. To date, we have not received any further unreported complaints. Dr. N, a physician at kurmitola general hospital, contacted ifrc after a few lab technicians reported that 2-3 patients required medical attention to remove parts of broken swabs from their nostrils following administration of the test. To the best of our knowledge, all patients that sought medical attention to remove the swab recovered with no further incident. To further evaluate the complaints, dr. N took it upon herself to test the kits and opened 2 kit boxes (containing 40 tests) and estimated that 20 of them were easily breakable when she deliberately tried to break them. Therefore, she reported to ifrc that 50% of the test kits appeared to be fragile. To be clear, we are only aware that 2 - 3 patients had to be treated to remove broken swabs from their nostrils. Access bio contacted steripack, the manufacturer of the nasal swabs, regarding the complaint. Steripack conducted its own investigation and confirmed that the device history record associated with the lot (800,000 swabs) was manufactured to the required specifications. Access bio also retained 32 samples from lot ch22f01 and provided them to steripack for further testing. These samples were inspected and tested using the cantilever bend test and all 32 samples passed the required functionality criteria. Steripack also confirmed that it had not received any other complaints associated with this lot number. Despite its best efforts, access bio was unable to gather more information regarding the storage conditions of the swabs at kurmitola general hospital and whether they were stored under the conditions of the labeling (i.e., between 1 and 30ºc). Access bio also was not able to obtain any information regarding whether the instruction for use pertaining to sample collection were followed. Most of the swabs that were found to be broken or fragile were only discovered when dr. N attempted to physically break the swabs in the packaging (outside of the instructions for use) and not when the swabs were in use. Access bio will continue to monitor future complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
Access bio received a complaint from the international federation of red cross (ifrc) on (B)(6) 2022. The complaint pertained to the carestart covid-19 antigen test kits from lot ch22f01 that were supplied to ifrc on (B)(6) 2022. The original lot contained 100,000 tests that were shipped to ifrc. However, upon further investigation of the complaint, the number of tests implicated were only (B)(4) of the total identified in the complaint, i.e., 2,000 that were shipped to (B)(6) hospital. To date, we have not received any further unreported complaints. (B)(6) hospital, contacted ifrc after a few lab technicians reported that 2-3 patients required medical attention to remove parts of broken swabs from their nostrils following administration of the test. To the best of our knowledge, all patients that sought medical attention to remove the swab recovered with no further incident. To further evaluate the complaints, dr. N took it upon herself to test the kits and opened 2 kit boxes (containing 40 tests) and estimated that 20 of them were easily breakable when she deliberately tried to break them. Therefore, she reported to ifrc that 50% of the test kits appeared to be fragile. To be clear, we are only aware that 2 - 3 patients had to be treated to remove broken swabs from their nostrils.

Manufacturer narrative:
Based on the email communication and conversation with the agent (B)(6), the injuries happened due to cotton swab stick (lot# 91068) broke inside patient's nostril were reported to have occurred in the health care facility and sample collection was supposedly performed by trained health care personnel. The number of incidents were not confirmed, and no patient information was provided as of yet. On september 20, 2022, access bio, inc. Requested (B)(6) to return some kits for investigation. However, the samples were never returned yet. Retain samples of the cotton swab lot (91068) were available at access bio, inc. A few samples from the lot were examined and it was confirmed that stick material showed inconsistency in flexibility of the swab. According to "sterile polyester spun swab product insert & how to use guide" rev.004, "carefully follow the instructions for use. When using a device, with a plastic stick, the pressure applied, during sampling, shall be light since the stick material is breakable. While gently rotating the swab, insert swab less than one inch into the first nostril until resistance is met at turbinates. Do not use excessive force, pressure or bending when collecting swab samples from patients as this may result in accidental breakage of the swab shaft. Directions for use must be followed carefully". In general, the swab is intended to be gently rotated in the nose to collect the patient sample, without the application of excessive pressure. Retain samples from the lot in question were submitted to steripack during their visit to access bio, inc. On september 21, 2022. Steripack conduct an investigation to evaluate the strength of the swab stick material, to determine the root cause of the problem and propose/implement actions to correct the current issue. According to the test results, submitted samples all passed their critera. Steripack submitted their investigation report on 09/23/2022 with correction and corrective action. As a correction, steripack will replace complaint lot#91068 with x-ray sterilized swabs. Steripack believes the root cause of the material variance comes from the sterilization process using gamma-ray which is extensive that it makes the material brittle. Steripack will only distribute x-ray sterilized swabs to access bio, inc and also will add bending strength test specification to cotton swab drawing.

Event description:
Access bio, inc. (Abi) received a complaint from (B)(6) on september 20, 2022, regarding the nasal swabs included in the 100,000 carestart¿ covid-19 antigen test kits, lot no. Ch22f01.it was reported that (B)(6) complained that 50% of the swabs presented to be fragile and as a result, some injuries occurred while collecting the samples from the nostrils of patients. Dr. (B)(6) stated in the email communication on september 20, 2022, "for that reason sticks are stuck inside nasopharynx badly and then ent department handled those cases."